Event description:
A patient reported experiencing inaccurate erratic results with a ot profile meter. The patient's blood glucose results were 176 mg/dl (this was the only result provided in the reported issue notes). Tests were done < 10 minutes apart with a difference of > 20%. The patient's blood glucose results were 115mg/dl, 162mg/dl, 470mg/dl, 260mg/dl (these results were taken from the potential medical tab). Tests were done < 10 minutes apart with a difference of 68%. Patient did not experience any adverse events. No further information has been reported.